Manufacturer narrative:
Section b5 -executive summary: updated additional information received. Section d11: concomitant products grid- updated: guidewire: synchro 2 and ev3tm rebar 18 were used in the procedure. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release.the subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed.the reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that subarachnoid hemorrhage occurred after the study procedure to 48 hrs post procedure and the event did not cause neurologic deterioration. Additional information provided by the customer indicated that there was no allegation against the subject device and it is unclear whether the hemorrhage was related to the subject device retriever. It is possible that the subarachnoid hemorrhage may have occurred during wire or catheter access or after stent deployment or retrieval. However, this could not be definitively determined. The sah resolved on its own the next day after the procedure without any additional intervention. The reported patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event. This is 1 of 2 reports.

Event description:
It was reported that the patient developed subarachnoid hemorrhage (sah) after the study procedure to 48 hours post procedure. The brain CT (computed tomography) scan disclosed hypodensity within the left frontal and parietal subarachnoid space. The event did not lead to any neurologic deterioration of the patient. There is no further information available. Update additional information received on 03-feb-2020 additional information stated that the patient was presented with national institute of health stroke scale (nihss) score of 5 and baseline modified rankin scale (mrs) score of 0. The subarachnoid hemorrhage was based on imaging finding ¿brain CT (computed tomography): hypodensity within the left frontal and parietal subarachnoid space¿. The patient hemorrhage was resolved on its own next day and it was reported as non-serious adverse event. The subarachnoid hemorrhage possibly related to the subject device retriever but unclear. No active extravasation was seen, so could have happened during wire or catheter access or after stent deployment or retrieval. According to the physician, there was no allegation alleged against the subject device retriever. The procedure was completed with only one pass with thrombolysis in cerebral infarction score (tici) 3 reperfusion. After procedure nihss score improved gradually (3 at 24 hrs. And 2 at discharge). Patient was discharged 5 days later after procedure with mrs score of 1. Patient also completed 30-day visit and had mrs score of 1.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the patient developed subarachnoid hemorrhage (sah) after the study procedure to 48 hours post procedure. The brain CT (computed tomography) scan disclosed hypodensity within the left frontal and parietal subarachnoid space. The event did not lead to any neurologic deterioration of the patient. There is no further information available.